Event description:
It was reported the patient had gotten a replacement charger and had felt stimulation. It was reported the patient left stimulation on 24/7 and charged her device every other day. It was reported friday was the last day she felt stimulation, and "has charged and charged her device". Charging history on the clinician programmer showed; (B)(6) - charged for half hour and reached 100% charged. Reported she charged 1/3 hours. (B)(6) - 0 hour of charging but 100%. It was reported the patient programmer (pp) showed a dead battery. It was reported the impedances were within normal limits. It was reported on saturday, it was charged 100% and she increased her stimulation and felt nothing. It was reported the patient had two programs and had increased to 10.5 v. Additional information received reported the patient had no stimulation sensation. The patient was unable to feel stimulation up to 10.5 volts. It was reported the patient was programmed 1+, 2-, 3+ on p1 and 14+, 15- on p2. It was reported they tried palpating with stimulation on and had no sensation. Additional information received reported the hcp ordered x-rays and there did not seem to be anything disconnected. It was reported no intervention had been taken as of yet.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the event was attributed to the lead. It was noted the issue was dislodgement/migration and a surgical revision had occurred. It was logged there was an x-ray done on 2014-(B)(6) that showed the epidural electrode migrated caudally. It was reported there was surgical revision on 2014-(B)(6) that was described as a thoracic laminectomy for revision of electrodes. It was noted the signs and symptoms associated with the reported event were a loss of stimulation. It was logged that the patient required hospitalization due to the event and the patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2002 implanted: (B)(6) 2006, product type: lead. (B)(4).